Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator alarmed with vent inop due to flow sensor failure. The customer reported there was patient involvement with no patient harm.

Manufacturer narrative:
Event date: (B)(6) 2016. MFR date: 09/27/2016. Conclusion / root cause: the reported complaint of vent inop 9003 were not duplicated. No fault were found on the returned air flow sensor & sensor pcb. This report is being submitted as part of the remediation for CAPA (B)(4).